Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2022 patient presented to the ed with migraine headache and blurriness of right eye. Migraine medications were administered and cta was performed. Patient sent home the same day following improvement of symptoms. It was assessed that migraine headache was possibly related to the study procedure, dapt , the disease under study, an underlying condition or disease and the study device (subject flow diverter). It is noted that the patient has a history of severe migraine, localized headache, blurred vision in right eye, and severe head trauma.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the procedure was completed successfully without any device deficiencies and covered the aneurysm neck completely. Per site reporting, ¿patient presented to ed with migraine headache and blurriness of right eye. Migraine medications were administered and cta was taken. Patient was sent home the same day following improvement of symptoms. Per site reporting, the subject was treated with concomitant medication which resolved the ae on the same day. Medications included: acetaminophen 650mg once oral, iohexol 50ml once oral, lactated ringers bolus 1000ml IV, magnesium sulfate in water 2g once IV, prochlorperazine 5mg once IV. Per site reporting, the subject has a history of severe migraine. Also has history of localized headache, blurred vision in right eye, and severe head trauma. An assignable cause of 'anticipated procedural complication' will be assigned to the reported ¿patient complications¿ and ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2022 patient presented to the ed with migraine headache and blurriness of right eye. Migraine medications were administered and cta was performed. Patient sent home the same day following improvement of symptoms. It was assessed that migraine headache was possibly related to the study procedure, dapt , the disease under study, an underlying condition or disease and the study device (subject flow diverter). It is noted that the patient has a history of severe migraine, localized headache, blurred vision in right eye, and severe head trauma.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received on 27-feb-2023 indicated that the patient presented to outside ed with headache, dizziness, and shortness of breath on (B)(6) 2023. Work up was negative for cva, tia or ich. The patient was discharged home with symptoms improved. The adverse event outcome for the patient on 15-feb-2023 is recovered/ resolved with non specified additional medical treatment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient complications¿, ¿patient neurological deficit¿ and ¿patient headache serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the subject flow diverter on (B)(6) 2022 patient presented to the ed with migraine headache and blurriness of right eye. Migraine medications were administered and cta was performed. Patient sent home the same day following improvement of symptoms. It was assessed that migraine headache was possibly related to the study procedure, dapt , the disease under study, an underlying condition or disease and the study device (subject flow diverter). It is noted that the patient has a history of severe migraine, localized headache, blurred vision in right eye, and severe head trauma. Additional information received on 27-feb-2023, reported that patient presented to outside ed with headache, dizziness, and shortness of breath on (B)(6) 2023. Work up was negative for cva, tia or ich. Treatment (not specified) was provided to the patient and discharged home with symptoms improved. It was indicated that the adverse event is possibly related to the study procedure, the study device, dapt, disease under study and to an underlying condition or disease. The adverse event was noted to be resolved on (B)(6) 2023. No further information is available.